Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device stopped sealing. There was no bleeding, tissue damage, or patient injury. Another device was used to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 .date of follow-up report: (B)(6) 2017. One used lf1737 ligasure device was received, and evaluation of the sample could not confirm an issue with sealing. However, an alternative issue with alarms was identified that would prevent the device from activating. Further examination of the device found the internal grey wiring had been incorrectly routed and was crushed between the two body halves, causing alarms with any attempted activation. No end tones would sound. The investigation identified the cause of this issue as an error during the assembly process. No trend has been associated with this issue, and a review of the device history records found no further potentially contributing factors.